Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed for lot number s14e30018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for evaluation; therefore, the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during use. The home patient (hp) was connected at the time of the alarm. The hp was able to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.